Manufacturer narrative:
Other, other text: b5 - updated with additional information. H10 - device evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed and the plunger head was full of contamination. There was a force sensor test error in the event history log. The customer reported product problem (a bad force sensor gauge) was confirmed during the investigation. This component was damaged the customer. All the parts of the plunger head were replaced. Other worn components on the pump were also replaced. The pump passed all the functional tests following the repairs.

Event description:
Additional information was received on 30-september-2020 indicating that the product problem did not occur during patient use. No patient injury was reported in relation to the event.

Event description:
Information was received indicating that a smiths medical medfusion pump had a bad force gauge sensor. There was no reported adverse event.